Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 23-june-2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 121730500, lot b4lbk4000, and no non-conformances / manufacturing irregularities were identified.

Event description:
Litigation alleges loosening. Update ad 16 nov 2021 ppf, pfs and medical records received. Ppf has no new allegation. In addition to what previously alleged, pfs alleges stiffness and discomfort. After review of medical records patient was revised was due to loose acetabular component. Operative notes indicated that there were osteophytes present superiorly and anteriorly as well as soft tissue had to be debrided. The broken screw could be seen at that point. It appeared that the flange on the screw head had broken off or worn away and the screw had bent with almost 90 degrees angle posteriorly as the cup traveled posteriorly. The overall quality of the acetabulum was good. There were cystic areas but there were also very sclerotic areas an unusual undulating areas of sclerotic bone presumably due to metal impingement and reaction to wear. There were adhesion present, tendonitis, some slightly grayish fluid and the screw was sitting proud. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip) first revision.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.